Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that there were broken screws following a fall from height. No product was returned; the investigation was performed based on the received medical images attached to the main complaint. Upon review of the medical images, it can be confirmed that three screws are broken in the shaft of the plate. It is unknown from the images what type of screw is broken. The cause for the breakage is not able to be determined, though a potential cause is due to the reported fall. The risk documentation was reviewed and was found to adequately address the complaint condition. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This information is unknown. It is unknown when device broke. Additional procodes: hwc, hrs. Lot number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient was treated with distal femur fracture system due to complex fracture. On (B)(6) 2018, patient suffered pain due to a body-height fall. Medical image examination on an unknown date indicated that there were broken screws as well as a delayed consolidation of the fracture. Revision surgery for the removal of implant and placing of a new one is currently unscheduled. Patient requested a voluntary discharge and can no longer be contacted. Concomitant devices: trauma plate (part: unknown, lot: unknown, quantity: unknown), trauma screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 5.0mm locking screw self-tapping with t25 stardrive recess 38mm. This is report 1 of 3 for (B)(4).